Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed an ¿alert 63 restart ilet,¿ consistent with a device communication malfunction, and the user restarted the device, after which the alert did not recur and the system functioned as expected. Symptoms included no adverse physiological effects and no change in blood glucose levels. Outcomes included no medical intervention and no impact on daily activities. Investigation included user troubleshooting and education conducted remotely. Investigation of this case revealed that device communications recovered after a restart with no further alarms or performance issues observed. It was concluded that the event was resolved through device restart and that no ongoing device malfunction was identified.